Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6) . According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2019 and revised on (B)(6) 2020 due to a cylinder tubing break. Additional information received from the clinical sales representative indicated: ¿cylinder tubing break (both) near pump.¿ the device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, cylinder tubings of device broke (both) near pump. The device was revised.